Event description:
Reportable based on device analysis completed on 09 jul 2025. It was reported that visualization issues occurred. The more than 80% stenosed target lesion was located in the anterior descending artery. After flushing more than three times, the opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image quality was poor during use. The patient condition following the procedure was stable, and no complications were reported. However, device analysis revealed that the imaging window was perforated.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscope inspection revealed that the imaging window was perforated. Impedance testing showed no issues, and a good square image appeared in the ilab system during image characterization testing. A functional test using the flush method indicated a leak in the imaging window. Media provided by the customer showed a poor image on the capital equipment screen.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscope inspection revealed that the imaging window was perforated. Impedance testing showed no issues, and a good square image appeared in the ilab system during image characterization testing. A functional test using the flush method indicated a leak in the imaging window. Media provided by the customer showed a poor image on the capital equipment screen.

Event description:
Reportable based on device analysis completed on 09 jul 2025. It was reported that visualization issues occurred. The more than 80% stenosed target lesion was located in the anterior descending artery. After flushing more than three times, the opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image quality was poor during use. The patient condition following the procedure was stable, and no complications were reported. However, device analysis revealed that the imaging window was perforated.